Manufacturer narrative:
Llewethis follow-up report is being submitted to relay additional information. The following sections were updated: b5; d9, d10, g3; g4; g6; h2, h6, h11. Corrected data: d1 brand name; h6 component code. D10: item name: unknown allofit it shell; item number: unknown; lot: unknown no product was returned, nor were pictures provided; visual and dimensional evaluations could not be performed. The device history record was not reviewed due to a lack of product identification. A review of complaint history cannot be performed without product identification. Insufficient information provided. Unable to perform a compatibility check. A definitive root cause cannot be determined. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision due to loosening of the stem. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: item name: unknown liner; item number: unknown; lot: unknown. Item name: unknown head; item number: unknown; lot: unknown. Item name: unknown stem; item number: unknown; lot: unknown. G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a revision due to loosening. Attempts have been made and no further information has been provided.